Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient stated that they had put their device into MRI mode approximately one year ago and did not take the device out of MRI mode. They had lost their patient controller at the beginning of the year and has since not been able to connect to the ipg. After the rep made multiple unsuccessful attempts to connect, it was determined that the patient will be undergoing an ipg replacement. Surgery is pending scheduling. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, actions have been taken to prevent reoccurrence. In an update, it was reported the patient underwent replacement (B)(6) 2024. There were no complications. Therapy was restored.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue.